Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was on the distal conductor.

Event description:
It was reported that the lv lead was attempted to be implanted, but it was not implanted due to patient anatomy. The lead was removed and another lv lead was implanted. No patient complications have been reported as a result of this event.